Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction 4 code. The customer was not sure if the blood glucose level was impacted. The customer was use insulin injections to manage diabetes.